Manufacturer narrative:
Exact date unknown, event occurred a year ago.

Event description:
It was reported that the patient was feeling a burning sensation at the ipg site when charging despite reprogramming done. The database analysis of the charge and battery discharge profiles were observed and revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.